Event description:
New information noted that the lead exhibited high capture thresholds. The patient was in stable condition.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. Visual and x-ray examinations of the lead found the inner coil was overtorqued at the connector region consistent with procedural damage. After cleaning the helix and cutting the lead, the helix was able to extend and retract by applying torque directly to the inner coil. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
Correction: previously reported g3 should have been 12 nov 2024 rather than 14 nov 2024.

Event description:
It was reported that the right ventricular lead was explanted due to dislodge. Further information was requested however, was not provided.